Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 3.1 mmol/l, 3.6 mmol/l, 4.7 mmol/l, and 17.6 mmol/l. The result of 17.6 mmol/l was taken with a "new strip" of the same lot.